Manufacturer narrative:
The device was returned, decontaminated and investigated. Investigation findings revealed the customer complaint was confirmed. During visual inspection, it was noticed that the jaws of the device were broken. For final inspection requirements, all jaws are 100% inspected. Unable to test the tip for functionality because the condition of the return product. The root cause for this failure is unknown. This grasper tip may have broken because of natural wear and tear. Excessive force may also be a factor, if the force applied on the grasper exceeds 9.9lbs the tip will break. This complaint is confirmed. Design changes have been made to this product to reduce the occurrence of this failure. (Ref CAPA (B)(4)). The new jaw design went into production in early 2017. These jaws were manufactured before that change.

Manufacturer narrative:
The product was not returned to microline inc. A product investigation is not possible.

Event description:
During a cholecystectomy surgical procedure, the surgeon noticed that the jaw of the renew lapclinch grasper broke at the hinge point. The procedure and anesthesia time was extended by 25 minutes. There was no harm to the patient.